Event description:
It was reported that the chair was delivered with a damaged power cord with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation is was confirmed that the alleged issues were identified at a stryker distribution location (within stryker control). The product had not been released for distribution and therefore there was no risk of adverse consequences or clinically relevant delay in treatment for a patient or user.

Event description:
It was reported that the chair was delivered with a damaged power cord with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.